Event description:
It was reported that the patient experienced a loss of therapeutic effect and intermittent stimulation. The patient was at home. Further information is being requested from the hcp.